Event description:
Related manufacturer report number: 3006705815-2021-03587. It was reported that one of the patient¿s leads had migrated. As result, the lead was explanted and replaced on (B)(6) 2021. It is unknown which lead was replaced so both are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.